Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to they were anterior. Additional information has been received that leads migrated, and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 5101175 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to they were anterior.